Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11063. In (B)(6) 2003, two greenfield vena cava filters were implanted in the patient; one was placed infrarenally and one was place suprarenally. Since device implantation, the patient has experienced chronic blood clotting throughout his lower extremities, edema including his legs, limited mobility, significant venous stasis with ulcers in both of his legs, chronic pain syndrome and pulmonary embolism.